Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed a pulse test) was confirmed. Upon investigation, the belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a shorted esd700 component on the distribution node pca. The root cause for the shorted esd700 has been unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed a pulse test.